Event description:
It was reported that while traveling the user experienced a libre 3 cgm sensor error that led to the ilet pump operating without cgm input for a few days until a replacement cgm was connected and communication with the pump was restored. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no alerts or alarms from the pump, and completion of troubleshooting and user education. Investigation included technical review and user counseling on system behavior when cgm data are unavailable. Investigation of this case revealed that the pump continued to run without adjusting algorithm steps in the absence of cgm data and that the algorithm history should persist and readapt once cgm data resume, indicating expected device behavior. It was concluded, based on previously established findings for similar reports, that the cause was user experience with cgm sensor failure and temporary loss of sensor-pump communication, with device functioning as designed once cgm data were restored.